Manufacturer narrative:
On 03/05/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a crease within a little rent on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. As per additional information, the deflation could be caused following a traumatic injury. At this point it is not possible to determine the root cause of the white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/06/2019, mentor received additional information about the event. - the patient¿s right breast prosthesis deflated following a traumatic injury that occurred in (B)(6) 2018. - the patient developed capsular contracture (baker grade unknown) in her right breast. - the patient had both breast prostheses removed and they were replaced with a mentor memorygel breast implant 600cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis. On 02/11/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. The doctor physically noticed right breast deflation. As a result, the patient will undergo explantation on (B)(6) 2019.